Manufacturer narrative:
Based on the results of the investigation, the root cause of the malfunction leading to the reportable event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the bronchovideoscope's unit plug was found to be malfunctioning, resulting in an image blackout. There was no patient involved.